Manufacturer narrative:
The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. The tip was not returned for evaluation. It was determined that flaming through the treatment tip was caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly, the customer saw flaming through the tip during treatment to the neck and face. The event occurred at 138 pulses. Changing the tip resolved the issue and treatment was completed. It was reported that there was no patient harm. Additional information has been requested, but no additional information has been received.